Manufacturer narrative:
Visual inspection of the returned device did not demonstrate any out of specification conditions. Damage to the implant was consistent with over torqueing during implantation. No trends have been identified as of this date based on the current data. Evidence found during the investigation points to a possible over-torqueing during assembly.

Event description:
The proximal connecting rod of the ijs was broken 6 weeks post implantation.